Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that small vein 3fr PICC leaking under secure-a-cath site. Inserted (B)(6) 2023 and removed (B)(6) 2023. No other information was provided.

Event description:
It was reported that small vein 3fr PICC leaking under secure-a-cath site. Inserted 8th feb and removed 10th march. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed. One 3 fr powerpicc sv was returned for evaluation. An initial visual observation showed use residues throughout the returned device, and dried adhesive-like material was observed in the vicinity of the suggested split. A tactile evaluation of the returned catheter revealed the adhesive material spanning about 3 cm long was hardened. Functional testing of the device involved pressurizing water into the complainant catheter by clamping the end of the catheter and using a 12 ml syringe to infuse water into the needleless injection cap. Upon pressurization of the device, a leak was found between the 9 cm and 10 cm depth markers where the adhesive was located. It took significant force to identify the split due to the amount of adhesive in the vicinity of the split. An attempt to wipe the adhesive material off of the catheter with a germicidal wipe was unsuccessful. A microscopic observation revealed divots in the adhesive around the area of the leak, and flattening of the catheter was observed near the leak site; however, due to the amount of adhesive in the vicinity of the split, it was difficult to identify the features of the split. The flattening of the catheter shaft at the split site suggested that catheter compression/kinking likely caused/contributed to the observed catheter damage. Possible contributing factors include insertion, maintenance and securement techniques.